Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
According to the complainant, a hair was noticed inside the unopened/seal pouch of a flexima biliary stent system. The stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown) was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure

Manufacturer narrative:
A visual evaluation of the returned device revealed the hair was stuck to the adhesive backing of the japan distribution center label on the outside of the unopened sterile tray. During the investigation, the packaged unit was opened and no foreign material was found inside the tray or on the product. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results, this complaint is no longer a MDR reportable event.

Event description:
According to the complainant, a hair was noticed inside the unopened/seal pouch of a flexima biliary stent system. The stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown) was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure